Event description:
Customer's husband called to request a new insulin pump. The current insulin pump has cosmetic damage; crack on the battery compartment. The current blood glucose reading is 135 mg/dl. Caller reported a low blood glucose event. The paramedics were called. The blood glucose reading was 35 mg/dl. Customer was pregnant. Customer was delirious and speech was impaired. The paramedics treated with sugar solution. There was a second incident in (B)(6) of 2012. The paramedics were called. The blood glucose reading was 39 mg/dl. Customer was taken to hospital. Customer was delirious. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Lo battery alarm and off no power alarm functions properly. Insulin pump was unable to prime during prime test, due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had broken battery tube threads, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.